Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of additional maude event report mw5077320. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2015 and the mesh was implanted. It was also reported that the patient felt severe pain in the groin area when was pulling a pallet jack with stock on it. The patient is experiencing constant pain, urination problems, discomfort and cannot sleep on the left side. The patient mentioned that same symptoms were present at the time of initial surgery in 2015. The patient also had a second surgery. As reported by the patient, the patient has to have a 3rd surgery. No further information is available.